Manufacturer narrative:
Insulin pump passed the displacement test and basic occlusion test. Motor error alarm during occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistance (gold). Unable to perform excessive no delivery test due to priming anomaly. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that their daughter had high blood glucose. The customer¿s blood glucose level was unknown and current blood glucose was 500 mg/dl, 300 mg/dl. The customer was treated with manual injection. The customer reported that they had motor error during bolus. The customer reports the drive support cap appears normal. The customer was able to complete pump rewind. The customer declined troubleshooting high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will be returned for analysis.